Event description:
Affiliate reported that there was leakage from the adapter. There were no adverse consequence reported.

Manufacturer narrative:
The device has been received and, upon completion of the investigation, a follow up report will be filed.